Manufacturer narrative:
Unit primed properly however, unit alarmed motor error during the basic occlusion test due to moisture damage inside fsr currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and treated. Customer will not return device for analysis.